Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and that the insulin gauge was inaccurate. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.